Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2017. During the procedure the lead was capped and replaced. It was noted that the patient experienced complete heart block with loss of ventricular capture. The patient had symptomatic bradycardia, and was symptomatic due to loss of capture. The patient was stable during and after the procedure.